Event description:
It was reported that balloon rupture occurred. The target 70% stenosed target lesion was located in the severely tortuous and severely calcified dorsalis pedis artery. A 1.5mm x 40mm x 150cm, otw coyote balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 10 minutes, the balloon burst. The procedure was cancelled/rescheduled. There were no patient complications nor injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target 70% stenosed target lesion was located in the severely tortuous and severely calcified dorsalis pedis artery. A 1.5mm x 40mm x 150cm, otw coyote balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 10 minutes, the balloon burst. The procedure was cancelled/rescheduled. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch number was confirmed correct. Microscopic analysis confirmed a pinhole 4 cm from the distal end of the balloon. Device analysis was able to confirm the reported complaint of a material rupture.

Event description:
It was reported that balloon rupture occurred. The target 70% stenosed target lesion was located in the severely tortuous and severely calcified dorsalis pedis artery. A 1.5mm x 40mm x 150cm, otw coyote balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 10 minutes, the balloon burst. The procedure was cancelled/rescheduled. There were no patient complications nor injuries reported and the patient condition was good.